Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. This occurred when the patient powered on the machine. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the alarm log identified the reported high drain alarm. This confirmed the reported condition. Visual inspection and functional testing did not identify any issues related to the reported condition. The cause of the alarm was determined to be that the user had inappropriately programmed the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.